Event description:
Event description guidant received information that the implantable cardioverter defibrillator (ICD) was submerged in saline prior to the implant procedure. Following implant loss of pacing capture was observed with asystole for 15 seconds. A lead connection issue related to the ICD submersion in saline was the suspected cause. The device was explanted and a new ICD successfully implanted.